Manufacturer narrative:
Device analysis for ins (B)(4) revealed the connector port lead or extension insertion anomaly. Deformed balseal spring. A known good new lead does not insert past the #6 and #10 balseal connectors without extra force applied. The #6 and #10 balseal springs are deformed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement, it was not possible to insert the extension into the ¿socket ii (electrodes 8-15)¿ [the ins header]. Troubleshooting included retracting the setscrew. A new ins was used and it was possible to put in the extension. The issue was noted to be resolved.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.